Event description:
It was reported that the lead insulation exhibited an anomaly. The patient experienced chest wall stimulation. The right ventricular lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.